Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, functionally and leak tested. Under microscope observation, the spring was found to be misaligned in the pump. The pump passed functional testing. No leaks were identified. The cylinders were microscopically inspected and leak tested. The first cylinder had a hole in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. No leaks were identified. The second cylinder had a hole at corner of a fold and broken fabric threads in the proximal end of the cylinder and had wear at fold in the proximal end, middle, and distal end of the cylinder. The outer sleeve was detached in two places from wear. Leaks were identified. The reservoir was microscopically inspected and leak tested. The microscope test identified that the reservoir had wear at a fold in reservoir shell. Reservoir krt was separated, pulled apart, from tool damage. No leaks were identified. Based on the information available and analysis results, the reported device allegations of hole/perforated, mechanical issue, and fluid leak were confirmed.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. Fluid leak suspected. It was noticed that the tubing between the pump and reservoir was broken. The device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. Fluid leak suspected. The device was explanted and replaced. No patient complications reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning. The device is still implanted, and the replacement is booked for (B)(6) 2025. There were no patient complications. No additional information reported.

Manufacturer narrative:
B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected. D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not working. Fluid leak suspected. It was noticed that the tubing between the pump and reservoir was broken. The device was explanted and replaced. No patient complications reported.